Event description:
Caller reported blood glucose results of 346 mg/dl and 150 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
Patient was revised to address cup loosening.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.